Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue,") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and weight fluctuation ("weight fluctuating") and was found to have weight increased ("weight gain fluctuating"). In (B)(6) 2013, the patient experienced libido decreased ("hormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia"). In 2015, the patient experienced vision blurred ("vision/eye problems type: blurred vision (occaisionally)"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, libido decreased, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, dysmenorrhoea, dyspareunia, alopecia, vision blurred, fatigue, weight increased, abdominal pain, vulvovaginal pain, pelvic discomfort and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, libido decreased, migraine, pelvic discomfort, pelvic pain, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue,") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and weight fluctuation ("weight fluctuating") and was found to have weight increased ("weight gain fluctuating"). In (B)(6) 2013, the patient experienced libido decreased ("hormonal changes describe: decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia"). In 2015, the patient experienced vision blurred ("vision/eye problems type: blurred vision (occasionally)"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, libido decreased, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, dysmenorrhoea, dyspareunia, alopecia, vision blurred, fatigue, weight increased, abdominal pain, vulvovaginal pain and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, libido decreased, migraine, pelvic discomfort, pelvic pain, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Reporter information, patient middle name, product removal details added. Removal surgery added for event pelvic pain. Case become serious incident. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.